Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the right ventricular (rv) lead exhibited high undefined impedance. It was suspected that the rv lead was fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.